Event description:
It was reported that during a shoulder arthroscopy, the ceramic tip of the ablator came off while in use. The tip was retrieved without problems. There was no pt injury or delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec was unable to confirm the reported problem as the resection ablator was not returned for eval. A review of similar complaints found that this type of failure mode can occur when torsional force is applied during use, or if the device were to come in contact with another object while in use. The customer will be contacted by the sales rep to provide any additional in servicing needs.